Event description:
It was reported that during a da vinci-assisted surgical procedure, at the beginning of a fundoplication procedure, four ports were inserted into the abdominal cavity without difficulty. The da vinci system was docked and initiated without any issues. The doctor used a fenestrated bipolar forceps to retract the intestines, applying force to the instrument, which resulted in the pulley of the instrument breaking and it becoming non-functional. A different instrument was provided to complete the procedure, which was finished without complications. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.